Event description:
On (B)(6) 2013, the reporter stated that they had to give a (B)(6) old baby a blood transfusion due to the alleged leak of the bd q-syte. No further information is available.

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete the information will be sent as supplemental.